Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the duodenal papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2021 during the procedure, it was noticed that "the blade was facing 3 o'clock and could not be used." It was reported that the orientation of the catheter tip was also incorrect. Additionally, there was no any visible damage noted to the device after the problem occurred. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The reported event may suggest that the cutting wire orientation was incorrect.